Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. The photo showed packaging of the complaint batch. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes had low draw. This event occurred 700 times. The following information was provided by the initial reporter. The customer stated: defect:low or no draw quantity: 700 pieces/day effects: no other adverse effects on patients.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes had low draw. This event occurred 700 times. The following information was provided by the initial reporter. The customer stated: defect: low or no draw. Quantity: 700 pieces/day. Effects: no other adverse effects on patients.